Manufacturer narrative:
Correction: this supplemental report is to correct the implant date, patient dob, patient initials, and gender.

Event description:
It was reported that during the post-implant check, when performing ventricular capture testing it was noted that the patient experienced diaphragmatic stimulation each time the device paced in the atrium. Proper position of the atrial lead was confirmed via imaging. Programming changes were suggested. The decision was made to program the device to vvi for now, and when the patient's af breaks, repositioning the atrial lead may be discussed.